Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to pain. Update rec'd 1/11/2016: litigation received. Litigation alleges pain, osteolysis, metal debris, and metallosis. Metal ion levels were noted to be within normal limits. Feb 29, 2016 (from (B)(4)) medical records received. Ppd and sticker sheet reviewed. No harms indicated. Doi, dor and part/lot added. Update - 04/19/2016: supplemental information received. Product information received. Upon further review, it was discovered that this complaint is a duplicate of (B)(4). Follow-up mw to be sent and complaint returned to investigation phase. Update 02/08/17 ¿ medical records received. After review of the medical records for MDR reportability, the revision operative note indicated elevated metal ion levels (no labs), metallosis, bony erosions (no mention of osteolysis), and taper corrosion. The stem is being added to the complaint. There was no mention of debris.

Manufacturer narrative:
(B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/11/2016: litigation received. Litigation alleges pain, osteolysis, metal debris, and metallosis. Metal ion levels were noted to be within normal limits. This complaint was updated on: 1/20/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.